Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# v423043029, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection. It was noted that the infection was two years ago and the patient was treated with antibiotics.

Event description:
Additional information from the healthcare provider stated perioperative antibiotics were administered and the patient did not have meningitis. It was reported the patient had redness in their lumbar region. It was noted a culture was obtained from the lumbar region and the organism cultured was pseudomonas and propionibacterium acnes. It was stated the patient was treated with oral antibiotics and the patient's outcome was reported as ongoing.

Manufacturer narrative:
(B)(4).